Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was assisted by technical support to reset the pump, but the malfunction code recurred, prompting a replacement pump to be sent. The customer will use multiple daily injections (mdi) as a backup therapy and has been informed about the necessary steps for receiving and returning the pumps.